Manufacturer narrative:
While transgressing a ramp consumer inadvertently tipped their scooter and hit their head resulting in consumer going to the hospital for treatment. No confirmation or injury or treatment has been confirmed. No malfunction alleged. Ramp and area transgressed is unknown. Current user guide covers this area. Consumer was advised by dealer a power chair was more suited for their needs. Information indicates device may not be appropriate for consumers needs. MDR filed as a conservative measure.

Event description:
The consumer was going down the ramp on his scooter. When he got to the bottom of the ramp, the scooter allegedly tipped, causing the consumer to hit his head and was taken to the hospital.